Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Product ID: 37651, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis was performed on product ID: 37761, serial/lot #: (B)(6). Analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the desktop charger (dtc) connector pin not staying connected into recharger and the prong on the end of the dtc cord is damaged. Caller states she thinks her husband called around (B)(6) and patient was shipped a recharger replacement. Patient services (pss) was unable to find the previous call. Caller states patient was implanted in mexico but stays in the u.s part of the time and is in the u.s. Now. A replacement dtc was sent.